Manufacturer narrative:
(B)(4). The customer reported that "after function check verified dead batteries". There was no report of patient involvement. The unit and battery were evaluated locally by a philips representative and the failure was verified. The battery was replaced which resolved the failure.

Event description:
The customer reported that "after function check verified dead batteries". There was no report of patient involvement.